Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in colombia: "overinfusion" "reason of complaint: patient who received cycle 9 of folfox therapy on (B)(6) 2022 who, among the medications, had a 46-hour infusion of fluorouracil at a dose of 2950 mg that was confirmed to be prepared in a 54-hour infuser (flow rate of 5 ml/h) at a volume of 240 ml (according to recommendations given by braun in a virtual meeting on (B)(6) 2022). The infuser was placed in the patient at 2:30 pm. The patient was admitted on march 3 at 12:30 pm, stating that at 6:00 am the device was completely empty. It is recommended that the case be reviewed again as it may affect patient safety".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: 3 used samples for batch 20h06ge271 were received. Reviewed the in process control flow rate report (before eto), the average flow rate deviation from the nominal flow rate was between -5.81% and -0.84%. Reviewed the final control flow rate report (after eto), the average flow rate deviation from the nominal flow rate was between -4.78% and 0.95%. The flow rate results were within specification. No abnormality was found from the flow rate report. Sample/s evaluation: as received condition, two samples were found to be incomplete, with its filter to male luer lock section has been removed. Another sample was found with closed clamp clip and the patient connector was connected to the wing cap. The samples were labelled to ease the investigation. Sample - outer sleeve condition. 1 folded. 2 slightly folded. 3 folded. Since the flow restrictors were not observed at sample 1 and sample 2, flow rate test unable to perform at both samples. Sample 3 was unfolded and decontaminated. Then, sample 3 was sent for flow rate test. The flow rate of sample 3 was not within the specification ±15% deviation from nominal flow rate. During flow rate test, leaking was observed at filling port (valve leakage). Valve leakage may cause the solution in the pump emptied before the expected duration. However, valve leakage is a visible defect and easily detectable. As valve leakage was not describe by the customer, this is unlikely to happen at customer side and thus not the root cause of the complained defect. Intermittent valve leakage could be due to improper position of silicone valve and this issue is addressed in CAPA. Then, filling port of sample 3 was closed with discofix cap to stop the valve leakage and sent for flow rate test again. The flow rate deviation from nominal flow rate for received sample was -16.05%. The flow rate of received sample was not within the specification ±15% deviation from nominal flow rate. However, fast flow rate as per customer description was not observed at sample 3. Slow flow rate observed at sample 3 was most probably due to multiple filling of solution into the received sample (1st time in customer side, 2nd time in bbm side, 3rd and 4th time in bmi side). Besides, when the sample arrived at bmi, it was fully filled with solution. It indicates that the sample was in expand state for all the while during the transportation from bbm to bmi. This will potentially weaken the elastomeric membrane of the received sample and cause slow flow rate. However, there are some possibilities that can cause the sample empties faster than the nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: the flow restrictor of sample 1 and sample 2 were removed, further investigations on flow rate were unable to perform at both samples. Fast flow rate was not observed at sample 3. Slow flow rate at sample 3 was due to multiple filling of solution into the received sample (1st time in customer side, 2nd time in bbm side, 3rd and 4th time in bmi side) and its elastomeric membrane weakened during transportation from bbm to bmi. Hence, we considered this complaint as not confirmed.